Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device had no ventilation output. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.